Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2017. This is a report of a use error in which the patient's cat bit through the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted.

Event description:
It was reported that a cat bit the patient line of an amia automated pd cycler set. This event occurred during use with patient involvement. No additional information is available.